Event description:
Additional information was received that the patient had lytic osteolysis.

Manufacturer narrative:
Corrected data.

Manufacturer narrative:
Additional data.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received via literature that radiographic osseous alterations were observed and osteotomy related periosteal reaction was documented after a mean time period from procedure of 62.7±33.7 days (range 32-109) and a mean time period from end of distraction of 21.4±32.8 days (range -14-70).